Manufacturer narrative:
Device repair performed for implementation of field change order (B)(4).

Event description:
The customer reported that their surveillance rebooted 3 times. There was no patient incident.